Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. Based on the case information, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. A review of the lot history record could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was achieved on (B)(6) 2016 using a starclose se device after a heart catheterization procedure. Reportedly, one week post procedure, the patient experienced a burning sensation from the puncture site radiating up to the crease of their groin. Shooting pain was experienced some times. The patient can not wear certain types of jewelry which contain nickel. Although the name of the physician was provided, it is not known if the physician is trained in the use of the starclose se device. No additional information was provided.